Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing (pressure auto-null valve). The technician recommended replacing the sensor board to address the issue. Periodic maintenance 1 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: pollen filter, motor blower assembly, stirring fan foam, 43 micron filter. The technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. Software version was checked. (Ver.14.2.05).